Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section d10, h3, and to provide the completed investigation. Follow up no. 1 was submitted with the investigation based off no sample return; however, the sample has been returned. H6 - results - 3211 and 114 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional and dimensional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon functional and dimensional testing of the returned sample. One 6fr glidesheath guidewire along with the needle and protector was returned for product evaluation. Visual inspection was performed, and the guidewire was placed under a microscope and each end was examined. A bend coupled with minor deformation was observed close to the floppy end. Both the ends measured to be 0.020 inch using a vernier caliper which is within the manufacturer specifications. The cannula of the needle was examined, and no anomalies were observed. Cannula inner lumen ID was measured to be 0.55 mm (0.020 inches) which meets the manufacturer specification. Functional testing was performed, and the reported event was attempted to be replicated by inserting the floppy end into the needle. Some resistance was noted when attempting to insert the guidewire from the floppy end inside the needle; however, the insertion was successful, and the wire passed through the needle. The cause of the resistance was the bends present in the guidewire due to previous attempts at insertion by the user. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update concomitant medical products and device evaluated by MFR, and to provide the completed investigation. The actual sample was initially reported as available; however, the sample was not returned. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during setup, the involved glidesheath slender ss wire was caught in the access needle and it caused the wire to be destroyed. The patient was reported to be baseline and in stable condition. The procedure outcome was a success. Additional information was received on april 29, 2019. The procedure performed was a left heart catheterization. Before the procedure, the technologist tested the wire and needle for compatibility and the wire did not move freely inside the needle. When trying to remove the wire, it became sheered and unwound. All of this occurred before the patient was present in the procedure room.